Manufacturer narrative:
D4 - catalog # updated. E1- initial reporter- first & last name updated.

Event description:
It was reported that the procedure was to treat the right iliac artery with moderate calcification. The 6x40mm armada 18 balloon dilatation catheter (bdc) was advanced to the target lesion, and the balloon was attempted to be inflated; however, contrast was noted to be coming from the balloon. Therefore, the balloon removed from the patient a pinhole [balloon rupture] was noted on the balloon. Another armada 18 bdc was used to continue the procedure. There were adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the moderately calcified anatomy such that the balloon became damaged and subsequently ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.